Manufacturer narrative:
(B)(4). Batch # m55a5h. Additional information was requested and the following was obtained: was the device locked on tissue when it would not open? The device did not lock on tissue. If yes, how was the device removed from the tissue? Once the device was fired, they were removing it from the port. Once removed, they tried to open the jaws to replace the reload and it wouldn't open. The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic lower anterior resection procedure, after firing the device, the doctor could not open the device to reload it for another firing. The scrub sister was unable to open it as well. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.